Manufacturer narrative:
B4: 09sep2021. Information was received that the issue occurred during testing. The service engineer (se) inspected the device and confirmed the reported issue. After replacing the power supply the ventilator powered on but the display was white. The se will replace the main board.

Manufacturer narrative:
The problem was observed during testing. Based on this information, this is not reportable.

Manufacturer narrative:
Date of report: 13aug2021. (B)(6).

Event description:
It was reported that the ventilators display was blank, and the touch was not functioning. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.